Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that impedance spikes and variable impedance values were observed on the rv lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to increased counts to the sensing integrity counter (sic) and high rate non-sustained episodes. Noise was observed on the transmission. The patient reportedly has experienced inappropriate therapy in the past due to oversensing and noise. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory ind icated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.